Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened button dome switch. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having issues with rewinding the device. Customer stated that the insulin pump works for the most part but when she runs out of insulin and changes it. The device will not rewind and the act button does not respond so she took the battery out and it works the first two times. Customer's blood glucose was 130 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.